Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1zc62, serial# , implanted: , explanted: ,product type lead product ID 3889-28 lot# va1 zc62 serial# , implanted: , explanted: , product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient wanted to get it removed. The patient said the surgeon told her they had to break her bone if that was the case. They tried to twist and turn the lead for explant but the lead cap broke off.

Event description:
Additional information was received from the patient. They reported that in (B)(6) 2019, the bent over to stretch their back and a couple days after stretching they were getting shocking in their back. Patient said an ultra-soundwas done which showed the lead had pulled out. The patient was admitted because the implant site was so hard they thought the patient had an infection. When they removed the device (B)(6)2019 in illinois, they did not see any infection but the muscle was getting tense. They removed the ins and lead. The patient said there was a little of the lead covering left inside them. The patient was told it got stuck on the phone when they taking it out. When the patient had a CT scan, they were told it looked like they had snake inside of them.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1zc62 product type lead product ID 3889-28 lot# va1 zc62 product type lead h6: codes c62917 refers to the lead; codes c133496 refers to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va1zc62, product type lead h6: codes c62973, c76126 and c62946 refers to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient had the complete system removed later in (B)(6) 2019 (the patient did not recall name of physician or hospital). The lead was partially removed, broke and the physician cannot take the whole lead out. The patient said that the covering of the wire was left in their body as it became stuck on a bone which was seen on imaging.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their hcp told them that it didn't look like their body would accept the device. For almost 2 weeks when they pressed on the battery pack it felt like hot lava, it burned even when the implant was off. The patient turned off the device about a week ago because the ins was shocking the muscle against the nerve. The patient was redirected to their hcp. The patient planned to have the device removed. They requested that a rep be at the device removal in order to take pictures of "any bodily harm" that the device had potentially caused them so that the manufacturer could see what to do better next time they design a device. The patient suggested that some sort of lock be put on the lead that locks it into the ins so that it won't come out of the ins. Patient services reviewed rep role and redirected the patient to their hcp. A local rep also directed the patient to an hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that ¿I need my interstim removed, it¿s causing me pain,¿ and that ¿it is causing me too much pain, I don¿t want it replaced, I¿m done.¿ there were no further complications reported.